Event description:
It is reported that the pt is experiencing pain, dislocation and instability. It is stated that the pt experiences frequent falls. Two unk additional procedures following the primary surgery are also reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.